Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 21150479.

Event description:
It was reported that the patient was experiencing pain at the clik anchor site due to scar tissue. The patient underwent a revision procedure wherein a cushion or foam was added over the anchor to help, the clik anchor and leads were also replaced as the physician cut the leads. The patient was doing well postoperatively. The explanted devices were not returned as it was kept by the medical facility.